Manufacturer narrative:
The subject device referenced in the report is scheduled for an on-site repair by an olympus technician. It is believed the issue is due to a failure of the printed circuit board component. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii video system center was having scope detection problems. The video system center could no longer recognize the 180-series scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Event description:
Additional information provided by customer. The defect occurred before the procedure. The procedure was not affected.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. See updated sections h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty patient circuit board. Olympus will continue to monitor field performance for this device.